Event description:
It was reported, the device has a problem with the output adjustment. It will not go below 2.5 milli amp and when it is adjusted quickly the output doesn't change. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Upper and lower cases and one bail cover are broken.